Event description:
It was reported the lcd only showed the digit "1". Issue was identified during testing. No patient involvement reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.